Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks for what appeared to be atrial fibrillation (af) with a morphology change and t-wave oversensing. The patient will be brought back to clinic in two weeks for medication changes and further review, at which time data will be sent to technical services for further review. Besides the shocks, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks for what appeared to be atrial fibrillation (af) with a morphology change and t-wave oversensing. The patient will be brought back to clinic in two weeks for follow-up, at which time data will be sent to technical services for further review. Besides the shocks, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates this patient was seen in clinic and auto setup was performed. The patient has had no further episodes treated or untreated since being on appropriate rate control and is now enrolled in the latitude remote patient monitoring system.